Manufacturer narrative:
Once the device is rec'd, we will conduct an investigation and provide our findings in a follow-up report.

Event description:
It was reported that "during a vt ablation (left ventricle), a decrease in the cardiac silhouette movement was noted. The procedure was stopped and the pericardial effusion was confirmed using echo. Pericardiocentesis was practiced and while they were draining the blood, the pt started to fibrillate. Several discharges were used to recover sinus rhythm, but pt was extremely unstable and fell in vf again. Finally he died. There was no time for the cardiac surgeons to prepare the field. On catheter removal, a strange curve is seen. Deflecting mechanism is not working properly. Due to the fact that retrograde access was used to enter the left ventricle, physician allege that the catheter could have caused some damage to the aortic root in one of the attempts to pass the aortic valve, explaining the extremely fast massive effusion. The physician did not complain about the catheter behavior prior to the event." The physician does not allege the event was caused by the device.